Event description:
The male and female connections on the tubing are difficult and sometimes impossible to connect or disconnect. In addition, sometimes the connector will pull completely away from the tubing leaving an open useless hose. The manufacturer admitted that the o-ring on the male end was not seated properly and all the nurse needs to do is move the o-ring into its channel. They also suggested we lubricate the female connection. The only change they have made is to physically inspect each sleeve during manufacturing.